Event description:
Additional information was received from the patient. It was reported the ins was flipping and the leads were broken. The patient said this happened shortly after it was installed. The patient said she did not have any falls or accidents at the time, but she now fell frequently. A rep left a voicemail for the patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0412304v, implanted: (B)(6) 2004, product type: lead; product ID: neu _unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 16-aug-2008. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii, non-maligna nt pain, and failed back surgery syndrome. It was reported at implant the healthcare provider (hcp) woke the patient up during surgery and asked what side of the body the pain was on, but the patient thought he asked what hand do you write with, so the hcp implanted one set of leads on the wrong side of her body and had to implant new leads on the correct side during implant. It was reported the lead that was implanted incorrectly is still in the patient¿s body. Caller reported that the patient¿s leads broke and are detached from the ins itself. Caller reported the patient¿s leads and ins are still implanted in her body but are non-functional. Caller reported that the patient¿s hcp said the leads couldn't be removed so she still has the ins implanted as well. Caller states the patient is worrying about the li battery sitting inside of her body. This is causing the patient lots of bursts of pain. The patient was redirected to follow-up with healthcare provider (hcp) to check the ins location and discuss revision, removal or replacement. Hcp listings were sent. No further complications were reported/anticipated.